Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the pump had quiet sounds and the vibratory feature wasn't working. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission: 09/30/2016. Device evaluation: the device has been returned and evaluated by product analysis on 09/06/2016 with the following findings: during investigation, the original audio complaint was unable to be duplicated. The pump powered on with clear sounds and vibration alarms. The pump passed the audible alarm test.